Event description:
The stent was deployed successfully but the customer was unable to retrieve the delivery device from the endoscope. "As per complaint form": t was placed fine, but when removing the delivery device from the scope, it was resistant and the end of the device broke off staying in the scope. It was able to be removed from the scope,. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). What endoscope type and channel size was used? Olympus duodenoscope 4.2mm. What was the position of the elevator? Was it opened or closed? Open. Details of the wire guide used (diameter, type, make)? Boston jagwire . Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. How long was the stent in the patient by the time this complaint occurred? Less than one minute. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Is the patient known to be covid-19 positive? N/k. Stricture information: what was the length and diameter of the stricture? 5cm. Where was the stricture located in the body? Common bile duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Was resistance felt during insertion into patient? If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? Was the directional button pressed during use? Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Was the yellow marker kept in view during deployment? Are images of the device or procedure available? Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Fluoroscopy. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. Was the safety wire fully removed before removing the delivery system? No. Did any part of the product snag/get caught with the stent when removing the delivery system? No. Are images of the device or procedure available? Yes.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1733984 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1733984 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1733984; upon review of complaints this failure mode has not occurred previously with this lot # c1733984. The instructions for use ifu0062-5 which accompanies this device instructs the user to "when stent point -of -no return has been passed, disconnect luer lock fitting and remove safety wire completely from delivery handle." There is evidence to suggest that the customer did not follow the instructions for use. From additional information provided ¿ was the safety wire fully removed before removing the delivery system? No," root cause review: a definitive root cause could be determined from the available information. A definitive root cause could be attributed to the user error, from additional information provided ¿ was the safety wire fully removed before removing the delivery system? No ¿ it is likely this prevented the removal of the delivery device from the scope. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trend.